Event description:
Boston scientific received information that this pacemaker detected noise on the right ventricular (rv) lead. It was reported that this patient did have progressive complete heart block. This noise was oversensed and did result in pacing inhibition. As a result, the rv lead was surgically abandoned and a non-boston scientific lead was implanted. During the change out the connections appeared to be stable. Upon a recheck of this patient, noise again was present on the new right ventricular lead and now also on the right atrial (ra) lead. Both leads tested normal in bipolar and unipolar configurations. The physician elected to remove the device as it was felt to be related to a device issue and did not warrant revising the leads. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of this device identified that all four seal plugs were intact and the medical adhesive around each seal plug was properly attached. The header was solidly attached to the device case. Both the v-ring and a-ring setscrews operated normally and could be seen protruding into their respective terminal blocks. The v-tip set screw operated normally and could be seen protruding into its terminal block. However, the a-tip setscrew did not operate properly as the setscrew stopped before it could be seen in the a-tip terminal block. No irregularities were noted in the ventricle lead barrel. However, the atrial tip terminal block appeared to be offset in the lead barrel. Seal ring marks were seen in the distal portion of both the atrial and ventricle lead barrels which indicated full lead insertion was achieved. Further microscopic examination was performed of both the a-tip and v-tip setscrews which revealed signs of cross threading on both setscrews. Lastly, the pacing and sensing functions of the device were verified per automated testing. In conclusion, the cross-threading findings could have resulted in both the a-tip and v-tip setscrews to not being able to be tightened down onto either the a-tip and/or v-tip lead connector pins. In turn, this could have resulted in the field allegations reported.